Manufacturer narrative:
This report is filed november 29, 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the receiver/stimulator extruded through the skin. The patient was prescribed oral antibiotics (type, dosage and duration not reported). The surgeon explanted the receiver/stimulator package on (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.